Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly. The t:slim g4 user's guide states: make sure you do not calibrate when "- - -" or the out of range icon are on the screen. At the time of contact, no injury or medical intervention was reported.